Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode and post-surgical complications experienced by the patient cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's system logs for the reported procedure date found no system error were generated that would have caused or contributed to the patient's post-operative complications. The instrument's advisory notification of inadequate clamping and stapler initialization failed functioned as intended. The endowrist stapler 45 system instruments and accessories user manual specifically states: warning - preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone. This complaint is being reported due to the following conclusion: post a da vinci lar procedure, the patient experienced an anastomotic leak. Based on the information provided, there is no indication that the incomplete clamping message and initialization failure that occurred during the surgical procedure caused the post-surgical complications experienced by the patient. The instrument will not allow the user to fire when an incomplete clamp or a failed initialization is detected.

Event description:
It was reported that post a da vinci low anterior resection (lar) procedure performed on (B)(6) 2014, the patient presented with symptoms of an anastomotic leak. Reportedly, during the surgical procedure, while using the endowrist stapler 45 instrument the surgeon experience several incomplete clamp notifications. The surgeon visually inspected the surgical site at the time that the staple line was created and he also performed a leak and air tests. The seal was found to be adequate during the procedure. During the surgical procedure, the site experienced the error message stapler initialization failed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) who was present during the surgical procedure and who reported this complaint contacted isi for technical support engineering (tse) assistance to resolve the issue. According to the csr, prior to the failed initialization error, the surgeon had experienced 2 successful fires from the instrument. With the assistance of the tse, the site installed a replacement endowrist stapler 45 instrument and the replacement instrument completed initialization successfully. The tse then instructed the site to clean the crotch of the original instrument and re-install it when the surgeon permits. The planned surgical procedure was completed and there was no report of any intra-operative complications experienced by the patient as a result of the reported issues experienced by the surgeon during the surgical procedure. On (B)(6) 2014, the csr reported that he was advised by the surgeon who performed the surgical procedure that the patient returned to hospital on (B)(6) 2014 due to experiencing symptoms of an anastomotic leak. According to the csr, during the surgical procedure, the surgeon experienced several inadequate clamp error messages prior to firing the endowrist stapler 45 instrument. The smart pedal advisory also indicated that there was too much tissue in the instrument's grips. The csr mentioned the smart clamp technology to the surgeon and suggested to the surgeon that he take less purchase of tissue. The surgeon grasped a smaller purchase of tissue and the transection was performed. The surgeon was able to make 6 successful fires across the patient's rectum using the blue staple reload. The csr indicated that during the surgical procedure, the surgeon also used extracorporeal techniques. An inspection of the anastomosis was performed by the surgeon. According to the csr, the patient had low rectal cancer and prior to undergoing the da vinci lar procedure, the patient had undergone prostate surgery and pelvic radiation therapy. The surgeon did not provide the location where the leak occurred; however, the surgeon indicated that he believes that the leak occurred due to the patient's tissue being necrotic. It is unknown what caused the necrosis of the patient's tissue. It is unknown if the patient underwent any additional surgical procedure to repair the defect. No other information was provided regarding the patient.